Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple users has limited access into station, users unable to view patients inside the station. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple users had limited access. The technical support specialist (tss) determined issue occurred only on device n74. The device configuration was reviewed, and the areas for n74 were updated in the pyxis enterprise server settings to match similar devices. After the update, users were able to log in and view patient information successfully. No further issues were reported, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.